Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 crt-d, implanted: (B)(6) 2020; product ID: 5076-58 lead, implanted: (B)(6) 2005; product ID: 033-464 lead, implanted: (B)(6) 1995; product ID: kdr921 ipg, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) on the patient¿s right side and the previously inactivated implantable pulse generator (ipg) system on the patient¿s left side were explanted due to a pocket infection. During the explant procedure, only the right atrial (ra) lead was able to be extracted due to all the other leads being adhered to the clavicle. A temporary lead and system were implanted as back up as the patient was pacemaker dependent. One week later, the rest of the leads and both systems were removed. It was noted that the left ventricular (lv) lead, which was inactivated during the procedure one week prior, was partially removed. An epicardial system was implanted in the patient¿s abdomen. No further patient complications have been reported as a result of this event.